Event description:
A customer contacted beckman coulter inc (bec) stating that they were getting white blood cell (wbc) aperture alerts (xxxx) and low results on all other parameters on their coulter act diff 2 analyzer and the baths were overflowing. The customer was wearing personal protective equipment (ppe) consisting of gloves, face shield and gown at the time of the incident. No injury or exposure was reported and no patient samples or results were affected by the leak.

Manufacturer narrative:
A field service engineer (fse) went on-site the day of the event and replaced tubing on pinch valves vl7, 8, 12 and 15, the waste filter, vacuum filter and the vacuum isolation chamber. This resolved the issue. Fse also emptied the foam trap vc2 (vacuum chamber). The cause of this event is attributed to hardware. (B)(4).